Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: UDI: (B)(4). A photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photo. Upon visual inspection of the photo provided it was observed that the device appears to be in a normal condition, no observations pertaining to the nature of the reported event could be identified. The overall complaint was unconfirmed as the observed condition of the coupler ac zoom china local would not contribute to the complained device issue. Based on the investigation findings it was conclude that a service evaluation is required, the photo provided does not contain enough evidence to determine why the customer experienced the failure, hands on analysis should provide the required evidence to provide a root cause. Therefore it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during an unspecified surgical procedure the two (x2) coupler ac zoom china local devices coupler lens fogging, unable to see clearly. Changed another one to continue the surgery, the same problem happened again. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. This is report 1 of 2 for (B)(4).